Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down the grip drive adapter. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut. The instrument was also found to have a bent main tube. The bending damage is at the proximal end. No pieces were found broken on the instrument. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument's jaws would not open. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.